Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 212 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced due to a bent cannula. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per specifications. Sensor passed with accurate readings. Sensor received with bent cannula, but it was unable to confirm customer received sensor in said condition due to customer returned it opened/used.